Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was overheating during use. It was indicated that the micro processor unit (mpu) was out of specification. It was also confirmed that the power cord bay latches were broken. It was also indicated that the upper case was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating during normal use and that the power cord door was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.